Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the distal stent loops were deployed. Initially, it appeared that the deployment suture was caught on the distal stent loops. Examination of the profile of the crochet stitches from the point of release from the stent found no issues. The shaft was bent at its distal end and also proximal to where the stent was crocheted. During the product analysis, the investigator retracted the deployment suture and fully deployed the stent without issue. It was noted that the stent was received partially deployed but it was possible during analysis to fully deploy the stent from the device. The cause of the reported stent deployment issues was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on july 3, 2015 that an ultraflex tracheobronchial stent 45mm covered distal release 18mm 60mm was used during a tracheal stent placement procedure performed on (B)(6) 2015. According to the complainant, the patient's anatomy was not tortuous. During the procedure, the suture could not be released and the stent failed to be deployed. The procedure was completed with an ultraflex tracheobronchial stent uncovered distal release 20mm 40mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.